Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Device history record (DHR) review could not be performed. A labeling review was performed, and the adverse events report are known and documented in the labeling. Risk review was completed and confirmed that the events of "gel lasts too long" was defined in the risk documentation and are documented. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Therefore, this investigation is assigned to cause not establish, since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 02/01/2026, was chosen as the best estimate based on the date the manufacturer became aware 02/18/2026. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a04 captures the reportable event of gel last too long. Block h11: block e2, was corrected.

Event description:
It was reported that after a spaceoar placement procedure, the patient reported that the hydrogel did not dissolve. The patient condition is unknown.

Event description:
It was reported that after a spaceoar placement procedure, the patient reported that the hydrogel did not dissolve. The patient condition is unknown.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date on 02/01/2026 was chosen as the best estimate based on the date the manufacturer became aware on 02/18/2026. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a04 captures the reportable event of gel last too long.